Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that their stimulator was not working. The patient stated that they had a return of symptoms. The patient said that they started having problems after they had back surgery in february. The patient stated that they thought maybe the surgery needed time to calm down a little before everything would go back to normal, but it was getting worse and they had been having accidents, and they did not want that. The patient mentioned that they did not have a uti. The patient stated that their healthcare provider (hcp) had done an x-ray to make sure the implant was in place. The patient stated that their hcp wanted them to change the program and that they wanted somebody to help them. The agent walked the patient through how to connect to their implant over the phone. The patient confirmed that they were connected to their implant. The patient changed their program and increased the level of their stimulation. The patient confirmed that they felt a comfortable sensation in the bicycle seat area. The agent reviewed device optimization. The patient was advised to their monitor symptoms. The agent redirected the patient to their hcp. Additional information was received from a healthcare professional (hcp). The hcp reported that the emi's effect from the surgery on the implant was determined. The x-ray computed on (B)(6) 2026 and the device was in the correct place. To clarify the "device was not working" the hcp reported that the patient reported worsening of overactive bladder symptoms after spine surgery on (B)(6) 2026.. This was not caused by normal battery depletion. The cause of the device not working was not known. The most likely cause was that the patient was instructed to reach out to their manufacturer for device reprogramming on 2026-may-14. The issue was resolved.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.